Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to the unresponsive buttons. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that the buttons on the insulin pump were not responding. Customer's blood glucose was 352 mg/dl. She stated she fell asleep before treating with insulin for food she ate and did not wish to troubleshoot for high blood glucose. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.